Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported information indicated that the device was partially deployed as the procedure was aborted during the positioning of the locator wings against the arterial wall. The returned device revealed a fully clip-deployed device evaluation of the returned device found that the locator wings were bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in the clip being captured within the locator instead of fully delivered to the arterial surface to close the vessel. Bent locator wings capturing the clip would result in difficult device removal which requires the use of the access ports and safety release to facilitate device removal. However, this was not reported and the access ports and safety release were found not utilized. Based on the investigation findings, the probable cause for the bent locator wings capturing the clip is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment. A review of the lot history record did not reveal any nonconforming material records that would contribute to the reported complaint and actual investigation findings. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after deploying the foot, when the device was pulled back against the arterial wall for positioning, the device came out of the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.